Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during the retraction portion of the deployment procedure and the device came out of the body. The device was used with a 5f avanti + sheath, which appeared to have frayed on the end of the sheath after removal. Hemostasis was achieved by manual compression to the site. There was no patient injury. No excess force was applied during insertion. The patient was not morbidly obese. Nothing unusual was noted about the device prior to use. The device was removed from the package by the black handle. The device was used in an interventional peripheral procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity, or presence of peripheral vascular disease or calcium present at the puncture site. There was no resistance or friction experienced when advancing the device into the sheath. There was no prior pta, stent, or vascular graft in the common femoral artery. The balloon lost pressure after being pulled to the arteriotomy. The balloon lost pressure at the 2nd stop. No resistance was noted during withdrawal of the sheath from the vessel. The product was removed intact from the patient. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18075218 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during the retraction portion of the deployment procedure and the device came out of the body. The device was used with a 5f avanti + sheath, which appeared to have frayed on the end of the sheath after removal. Hemostasis was achieved by manual compression to the site. There was no patient injury. No excess force was applied during insertion. The patient was not morbidly obese. Nothing unusual was noted about the device prior to use. The device was removed from the package by the black handle. The device was used in an interventional peripheral procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity, or presence of peripheral vascular disease or calcium present at the puncture site. There was no resistance or friction experienced when advancing the device into the sheath. There was no prior pta, stent, or vascular graft in the common femoral artery. The balloon lost pressure after being pulled to the arteriotomy. The balloon lost pressure at the 2nd stop. No resistance was noted during withdrawal of the sheath from the vessel. The product was removed intact from the patient. 182883-2 the product was returned for analysis. One non-sterile avanti + 5f std w/gw unit was received for analysis inside a plastic bag. The device was unpacked to proceed with the product evaluation. Per visual analysis, at naked eye the distal tip has an apparent damage, however, was not possible to observe the damage characteristics. Per sem analysis, the distal tip of the cannula was damaged/torn; however, the device was used. The exact cause of the observed characteristic could not be determined during analysis. A product history record (phr) review of lot 18075218 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿brite tip/distal tip - frayed/split/torn - in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Procedural and handling factors may have contributed to the reported events. The IFU warns users not to use devices that appear damaged in any way. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.